Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the valve dislodged which caused under-expansion of the valve. A second valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Procedure images was received for image review. Images show the delivery catheter being advanced past the annulus, without stopping mid-pigtail, as per our cusp overlap best practice recommendation, and the valve being deployed. The next cine shows the delivery system in the great vessels not recaptured and the pigtail entangled with the inflow portion of the valve. Valve is located just proximal to the brachiocephalic artery. There is no snare attached on embolized valve as per best practices to stabilize further valve migration. The next set of images show a catheter cannulating the left main through the transcatheter valve, which is now located around the sinotubular junction, this cine shows coronary perfusion to left anterior descending artery, circumflex artery, and their supporting branches. In the next image it appears an attempt is made to cannulate the right coronary artery, but the catheter is hooked through a cell of the transcatheter valve thus causing the valve to migrate up into the ascending. It is unclear if a snare was ever used to hold valve in place, there is images of a wire that appears to be pinning valve. There is a fluoroscopy of new delivery catheter system (dcs) which appears acceptable according to best practices and imaging of second valve deployment. It does appear second valve is above the annulus on the noncoronary cusp. Based on the images review, one of the plausibility that either the nose cone or attempt to disengage pigtail without a wire caused the dislodgement of this valve but cannot make a definitive statement without further information. There are not enough information to comment on under expansion of valve due to limited views of the valve while in annulus, no hemodynamic assessment, and no case summary of etiology of anatomy. The transcatheter valve does conform around native anatomy and does not always appear aesthetically pleasing in some anatomies. Based on the available information and image review, a root cause for the valve under-expansion could not be conclusively determined. Potential factors that can influence a dislodgment include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, a size mismatch between the device and patient anatomy, balloon aortic valvuloplasty (bav) and/or a number of others. In this case, the valve dislodgement is caused by the incomplete valve expansion. Dislodge events are typically not related to a device malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction to event description: under-expansion of the valve caused the valve dislodgement. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.